Event description:
Information received indicates the bed controls are not working. The bed has no manual or electrical functions but it does have power.

Manufacturer narrative:
The technician replaced the power control module and re-calibrated position sensors to repair the bed.